Event description:
Customer reported that the insulin pump's screen was cracked. Customer stated that she was unsure how the damage occurred. Blood glucose level was 52 mg/dl at the time of the call. Customer reported treating the low blood glucose level. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and scratches on the reservoir tube window.